Event description:
It was reported that no readings/ sensor error/ brief sensor issue was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's parent stated the cgm was not getting and having a brief sensor issue for more than 3 hours. During this timeframe, the patient vomited and a bg reading was taken and it was 580 mg/dl. The patient's parent brought the patient to the hospital and the patient was treated with an insulin drip. At the time of the report (the same day of the event), the patient was recovering and under observation. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.